Manufacturer narrative:
The gas delivery system (gds) was returned for analysis. Visual inspection revealed no anomalies. The customer complaint cannot be verified. The returned gds passed all testing. There was no fault found.

Manufacturer narrative:
The ventilator was sent in for bench repair. The service provider (sp) inspected the device and confirmed the reported issue. The sp found that the average air flow reading -1.3 is off. The sp replaced the gas delivery system (gds) to address the reported issue and the unit passed all testing. Although requested no patient information was provided.

Event description:
It was reported that the ventilator would not go into standby mode. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and advised that the average air flow reading was -1.3 when the flow was set to 0. The customer was advised to perform the flow accuracy test in the service manual.